Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) 2009 and mesh was implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with extraperitoneal vaginal vault suspension, vaginal enterocele and rectocele repair and cystourethroscopy due to sui and enterocele.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.